Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the side communication board and isolate each siderail. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the nurse call will not activate when any of the buttons are pushed and the back light is not illuminated. The bed was located in med surg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).